Manufacturer narrative:
(B)(4). Section d4: lot number and UDI details were not received from the healthcare facility, as the healthcare facility advised that these are not available. Method: the two subject rt380 adult dual heated evaqua2 breathing circuits were not returned to fisher & paykel healthcare for evaluation as they were discarded by the healthcare facility. Our investigation is therefore based on the information and photographs provided by the customer and our knowledge of the product. Results: review of the provided photographs confirmed that the two humidification chambers were damaged. The healthcare facility advised that the damage is most likely due to use of sodium citrate. Conclusion: we are unable to confirm the cause of the damage, however, this is most likely due to use of sodium citrate, which is a substance corrosive to aluminium. All rt380 adult evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 breathing circuit state the following: - do not soak, wash or sterilize this product. Avoid contact with chemicals, cleaning agents or hand sanitizers. - check all connections are tight before use.

Event description:
A healthcare facility in canada reported that two mr290v vented autofeed humidification chambers provided as a part of rt380 adult dual heated evaqua2 breathing circuits got damaged. The healthcare facility later advised that this was likely due to use of sodium citrate.